Manufacturer narrative:
Additional information: d10, h6, h10. Device evaluation: one smiths medical cadd ms3 pump was returned for analysis in a good condition. During analysis, the customer stated problem was unable to be duplicated. The device did not lose any program and the buttons were working properly during testing. The device ran the program for an extended period of time with no issues occurring. No problems were found with the reported issue. However, service recommended to install software as a preventive measure. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths cadd-ms3 ambulatory infusion pump malfunctioned. It was reported that the patient was having issues advancing to the next screen on the pump and the keyboard's button "won't press". The backup pump also malfunctioned; therefore, the patient was advised to go to the hospital to resume therapy as the infusion was life sustaining.